Event description:
A customer reported a malfunction alarm on their pump following a software update. There was no reported impact to the customer¿s blood glucose level. The caller was unable to reset the pump, so the technical support team arranged for a replacement pump to be sent to the customer. The customer was advised to use a backup insulin pump in the interim.